Manufacturer narrative:
Technician replaced the head strap, retaining rings, clip engagement, washers, and the head drive limit switch, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the head section will not lower, resulting in an inability to achieve CPR. No injuries were reported.